Manufacturer narrative:
The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty pca processor board. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the pca processor board.. The pca processor board. Was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device did not recognize the therapy cable or test load. There was no patient involvement.

Event description:
It was reported to philips that the device was unable to recognize the therapy cable and test load. There was no patient involvement.